Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an ercp, when placing a biliary prosthesis, the stent did not deploy correctly and the sheath of the catheter carrying the stent became detached, making release impossible. The system was able to be removed without harm to the patient and another prosthesis was successfully fitted.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 26-jun-2025. Investigation - evaluation. Device evaluation the evo-fc-10-11-6-b device of lot number c2236851 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25th february 2025. On evaluation of the device, the following was observed: visual inspection: ¿ no safety wire returned. ¿ stent partially deployed on return. ¿ red tab past ponr. ¿ introducer broken at clear section measuring approx. 11.5cm from the tip of the introducer. Functional inspection: ¿ handle actuating fine for deployment and recapture. ¿ unable to deploy the stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the additional questions, the product was not inspected for kinks or damage prior to use. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that during deployment, a tortuous path may have caused a kink in the flexor, continued attempts to deploy may have led to a build-up of pressure at the kink subsequently leading to the flexor break, as observed in the lab evaluation. As a result of the flexor break, the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025. Patient outcome a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes. What endoscope type and channel size was used? Olympus gf uct 180. What was the position of the elevator? N/a, open details of the wire guide used (diameter, type, make)? Jagwire 0.035 - 260 cm. Was the zip port facing upwards and slightly curved when backloading the wire guide? No, did any part of the stent contact the patient's anatomy when the complaint occurred? Yes please advise the anatomical location of the intended target site. Stent placed partially in cbd then recaptur because impossible to continue the deployment. How long was the stent in the patient by the time this complaint occurred? Middle stent lenght. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no (if yes, how often was this completed?) Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? New metallic stent from boston. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No (if yes, please specify what was observed and where on the device it was observed.). Was the product inspected for kinks or damage before use? No was resistance felt during insertion into patient? No (if yes, at what point?). Was the directional button pressed during use? Yes, for recapture and deployment was any part of the stent observed in contact with the patient's anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes, are images of the device or procedure available? No.